Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a routine remote monitoring revealed this patient had pacemaker mediated tachycardia (pmt), paroxysmal atrial tachycardia (pat) and an episode of twenty beats of ventricular tachycardia (vt). The episodes were consistent with past interrogations and were suspected to be caused by cardiomyopathy. Additional information was received noting new observations of paroxysmal atrial fibrillation (paf) with rapid ventricular response (rvr) and multiple episodes of supraventricular tachycardia (svt) which resulted in an inappropriate shock. The patient was followed for an additional inappropriate shock due to svt. Device reprogramming was performed and the patient's oral medications were adjusted. No adverse patient effects were reported.